Event description:
The pt reported the infusion device does not correctly provide e4 occlusion errors. She has experienced blood glucose levels of 27 to >450 mg/dl, and she believes the insulin delivery is inaccurate. This has occurred since (B)(6) 2012, and she has not had an infection or started new medication. She did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.